Event description:
Discordant, falsely low sodium, potassium and chloride results were obtained for one patient sample on a dimension xpand w/ hm instrument. The discordant results were reported to the physician(s). The same sample was rerun on the same instrument and resulted higher. The sample was tested at an alternate laboratory and resulted higher than the initial and rerun results from the dimension xpand w/ hm instrument. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse rebuilt the sample pump panel, aligned and primed the integrated multisensor technology (imt) sampler, styletted the imt tower and adjusted the pump rate. During troubleshooting, the fse discovered that the customer is spinning the plasma tubes for two minutes instead of the tube vendor specified fifteen minutes. The cause of the discordant, falsely low sodium, potassium and chloride results is unknown. The spinning of the plasma tubes against tube vendor specifications is failure to follow instructions. This instrument is performing according to specifications. No further evaluation of this device is required.